Event description:
An implantable pacing lead was returned from an unknown source with limited information. Information identified in the manufacture¿s data base indicated the patient died approximately two months post implant of the lead. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary # product ID# 5076-58. The full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information has been obtained thus far that would/could disassociate the lead and event. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. Attempt(s) for additional information from the physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.